Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2007. The catheter primed normally. Then the pressure slowly dropped to about 125 mmhg in the first minute. The surgeon added five more milliliters of dextrose solution for total of twenty milliliters. The procedure was 5.24 minutes into the heating cycle when there was a sudden pressure drop to 60 mmhg and error alarm 6207 occurred. The surgeon removed the catheter but the entire balloon was missing. A large piece of plastic was retrieved with forceps. A hysteroscopy was performed but no additional pieces of balloon were noted in the uterine cavity. Approximately seven to ten milliliters of hot dextrose solution were unaccounted for at end of case. The surgeon was concerned about a possible burn injury to patient and admitted the patient for observation.

Manufacturer narrative:
Date sent to the FDA: 09/14/2007. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.